Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. The customer¿s blood glucose level was displayed as ¿low¿, although a specific value was not provided. Reportedly, the customer lost consciousness, fell and hit their head and was transported by emergency medical services to the emergency room and subsequently hospitalized. The customer was treated with juice and dextrose. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a damaged usb pins issue was identified.